Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently viewed air gaps in the infusion tubing with multiple cartridges and infusion sets. The customer provided a blood glucose (bg) level of 500 mg/dl. Reportedly, the customer completed supply changes to address the air gaps.